Manufacturer narrative:
Additional contact: (B)(6).

Event description:
It was reported that a pump alarm ?no disposable pump won't run". The rate was set to 2.2, reservoir volume 64.6, given 35.4. An air in line was noted. The patient not affected or injured and no further information available at this time.